Manufacturer narrative:
The reported event of calcification and a partial detachment of a leaflet was confirmed. Insufficiency was also reported. A tear was present over stent post 2 into leaflets 1 and 2. Leaflet 1 also contained small tears at stent post 1. Calcifications were present in the tissue of leaflets 2 and 3. All 3 leaflets were fibrotically thickened. Fibrous pannus ingrowth was found on the inflow surface of leaflet 1 and the outflow surface of leaflet 2. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the reported event remains unknown. However, information from the field indicated that the valve had been implanted for nearly 7 years. The pannus and calcifications found appeared to limit the mobility of the leaflets, which is consistent with an alteration in the stress in the leaflet tissue and contributing to the tearing.

Event description:
In (B)(6) 2011, a 25 mm trifecta valve was implanted. On (B)(6) 2018, the 7-year-old valve was replaced due to calcification, insufficiency and a partial detachment of the right coronary leaflet. The left coronary pocket along the stent post was also noted to be partially detached. The patient was reported as stable. The patient does not have a history of renal insufficiency and has not had or needed dialysis. The explant occurred at the non-implanting facility.